Event description:
The customer stated that a false positive architect stat troponin-I result was generated for a patient on (B)(6) 2022. The following data was provided. Sid (B)(6). Initial results: 0.03 ng/ml (negative) and 0.09 ng/ml (positive) repeat results: 0.01 and <0.01 ng/ml (both negative) the customer uses a normal range of 0.03 - 0.04 ng/ml with a cutoff at 0.041 ng/ml. The customer reported the result as 0.01 ng/ml for this patient. No impact to patient management was reported.

Manufacturer narrative:
Trending review determined no adverse trend for the issue for the product. Historical complaint review determined there is normal complaint activity for the lot number. Device history record review did not show any potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. Worldwide data from abbottlink was reviewed and determined that patient median result for the lot is comparable with other lots in the field and within established baselines confirming no systemic issue for the lot. Based on the investigation, no deficiency for lot number 61595un21 was identified. All available patient information was included. Additional patient details are not available.